Manufacturer narrative:
The customer¿s complaint of tubing leaking was confirmed. Visual inspection noted that the vinyl tubing was completely separated from the drip chamber blood set outlet port. Functional testing was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under a microscope noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. The root cause of the tubing leaking was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the patient was receiving fresh frozen plasma and noticed the plasma was leaking on the floor. Upon inspection by the nurse she noticed the tubing was separated at the upper drip chamber. No patient harm reported.